Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead became dislodged and now resides in the right ventricle. The dislodgement and current position was confirmed with diagnostic images. The patient was reprogrammed with atrial pacing therapy turned off and the lead remains implanted. No patient complications have been reported as a result of this event.